Manufacturer narrative:
Stn # bn 880217terumo bct, inc. (Importer) is submitting this report on behalf of fujinomiya factory of terumocorp., (manufacturer). Exemption number: e2015056.investigation is in process. A follow up report will be provided.

Event description:
The customer reported elevated white blood cell (wbc) content in a filtered whole blood unit. There was not a transfusion recipient or patient involved at the time of whole blood processing, therefore no patient information is reasonably known at the time of the event. Donor unit #: (B)(6). Terumo bct is awaiting return of the whole blood collection set for evaluation.

Manufacturer narrative:
One set of blood bags with the leukoreduction filter were returned for evaluation. The filter was rinsed with normal saline, and a swift flow rate of 35ml/min was observed. An airtightness test was performed and confirmed that no air leaks were observed in any location. The filter was disassembled and the appearances of the filter membranes were observed; the returned membranes' appearance did not differ from conforming product; wbcs were noted to be accumulated in the filters. The manufacturing records, test records, and inspection records were reviewed for abnormalities and none were found. The records regarding the particulate removal rates of the filter membranes were reviewed. All membranes conformed to established specification. Root cause: a definitive root cause for the observed elevated wbc count remains undetermined at this time. Based on the available information, it cannot be ruled out that the higher-than-expected wbc content in the whole blood product could be due to an occlusion,blood may have been filtered by a smaller than usual filter area. As a result, linear speed may have increased and leukocyte leakage may have occurred. The instructions for use provide a caution to not squeeze or apply pressure to the filter while itis attached to the bag containing the filtered blood and also to clamp the blood-filled tubing before blood enters the filter in order to avoid leukocyte leakage. Corrective action: an internal CAPA has been initiated to address the increase of white blood cell contamination in certain production lots. It was found that the maximum pore size of the filter membrane is likely to increase according to the combination of multiple parameters in the manufacturing process of the leukoreduction filter membranes. It was determined that elevated wbc count is more likely to occur in production lots of which the maximum pore size of the filter has increased. Correction: the manufacturing standards for the leukoreduction filter membranes were reviewed and determined that the manufacturing standards were within range. The range of parameters was narrowed in the manufacturing of the membranes. It was confirmed that the appropriate level of maximum pore size of the filter membrane was achieved.